Manufacturer narrative:
System was used for treatment. Kit lot e324 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories pump tubing organizer (pto) leak and alarm #23: return pressure test failure and no trend was detected for either of these categories. This assessment is based on information available at the time of the investigation. The evaluation of the photos, submitted by the reporter, was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4) device not returned.

Event description:
Customer called to report blood leak during buffy coat collection of treatment procedure. Customer was running a blood prime procedure and connected to the packed red cell unit. Customer stated she noted a pool of plasma near the recirculation pump. Customer aborted the procedure and did not return any blood products to the patient. Customer stated patient was fine. Customer stated there were two alarms, during prime, at which time she unloaded the pump tubing segments and pressure domes, then reseated them. Customer stated they had no trouble loading the kit. Customer stated they have already discarded the kit, but they will submit photos for evaluation.

Manufacturer narrative:
A photo associated with the complaint was returned for analysis. The complaint description states that a blood leak occurred during buffy coat near the recirculation pump. Analysis of the photo confirmed a blood leak; however, no root cause could be determined, based on the photo only. (B)(4).